Event description:
It was reported the patient felt discomfort at his ipg site. He described the sensation as an "electrical shock" that occurred whether the stimulation was on or off. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.